Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged he is fed up and says he has been getting the run around in regards of when he would be receiving his replacement. He has diabetes and is having issues. There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.